Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a monpwr monitor 18 v dc power adaptor fell apart. There was no patient involvement with this event.